Event description:
Caller reported a continuous glucose monitor (cgm) error. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and after the reset, the error did not reoccur, allowing the customer to successfully start their sensor session.